Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient's lead had migrated after the patient fell. In turn, the patient's lead was explanted and replaced (with two different model leads). Surgical intervention addressed the patient's issue.